Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) ran the unit and was unable to duplicate the reported issue. However, the stm went into the diagnostics error logs and found two (2) error codes that pointed towards the pressure settings. The stm also checked the vacuum and pressure calibrations and found that the pressure setting would always go back to 402 mmhg even after calibrating to 390. The stm replaced the pressure regulator and was able to calibrate the pressure and vacuum to their correct values and after several checks, found that they were stable at the set value. All diagnostic tests were then checked and verified and all functional and safety tests were passed to factory specifications. The iabp was then returned to the customer for clinical use.

Event description:
Customer reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient it kept going into standby mode. There was no adverse event, patient harm or serious injury reported.